Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported experiencing multiple alerts on the ilet device and noted elevated blood glucose of 364 mg/dl. The patient removed the device and administered an injection outside of the system. A replacement ilet was provided.